Event description:
The event is reported as: the applier will not lock clips on tissue. No patient injury reported.

Manufacturer narrative:
The device sample was returned to msi (repair company) for repair. The investigation is based on the evaluation of the sample device per msi. Method: the actual device involved in incident was evaluated. Results: other - the jaws of the applier were out of alignment and the applier had a cracked knob. Conclusions: other - the jaws are out of alignment and the knob is cracked. Possible normal wear and use of device. A follow up report will be submitted if additional information is received for this issue.